Event description:
It was reported that oversensing on the ventricular lead was observed. X-ray revealed rv and ra lead dislodgement. The rv lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive b-hcg result for one patient sample. The architect i1000sr analyzer generated an initial b-hcg result of 43.20 miu/ml. Upon repeat a b-hcg result of <1.2 miu/ml was generated. The falsely elevated b-hcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.